Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in 2006, though a specific date was not identified. The device history record was unable to be reviewed since it has been over 15 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon of ¿no image¿ was not duplicated. The cause of the reported event cannot be conclusively determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost. The intended procedure was not completed. There was a delay in procedure due to the problem; the patient was under general anesthesia. There was no adverse health effect to the patient attributed to the delay. There was no patient injury, associated with the event, reported to olympus.